Event description:
An event was reported under the reverse clinical study and classified as inappropriate device detection, inappropriate treatment, and noise apparent on all channels. It was also reported that there was loss of signal on the atrial and left ventricular channels and very little energy delivered by the right ventricular lead during shocks. The investigator suspected open circuits. The leads and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Implantable tachy lead, 2(B)(6) 2005; implantable cardioverter defibrillator (B)(6) 2005.